Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the needle detached from the thread. Another thread was used to resolve the issue in order to complete the case. There was no patient involvement.